Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional tricuspid regurgitation for a triclip procedure. While inserting the triclip steerable guide catheter (tsgc) into the patient a thrombus was visualized inside of the guide near the tsgc flush port. This was attempted to be aspirated through a syringe but was unsuccessful. The tsgc was removed from the patient and flushed again. The tsgc was prepared and de-aired before being checked again to confirm there were no device malfunction. The tsgc was then inserted again successfully, there was no evidence visualized of any thrombotic material in the area of the femoral vene cava or right atrium through the echocardiogram (echo) before insertion of the tsgc. A triclip was then successfully implanted on the middle position of the anterior/septal leaflets. The patient suffered asystole for approximately 30-45 seconds. Atropin was administrated and the patient returned to a normal sinus rhythm. The final tr was grade 1+. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis and arrhythmia. Thrombosis and arrhythmia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and medication required were results of case specific circumstances as the thrombus was flushed out and atropin was administrated. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.